Manufacturer narrative:
Missing segments were found during analysis. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis of the unit, it was observed that the segments were missing on the display. There was no patient involved.